Event description:
Hold vm it was reported that event log files were submitted for review. A system controller fault alarm was reported on 26nov2023 which required a system controller exchange. The system controller ((B)(6)) also recorded a driveline power fault associated with a (f4) pwr_a_broken system controller fault flag. This event was indicative of a modular cable issue. The modular cable issues were not confirmed. The patient was asymptomatic at the time of the pump stop associated with the system controller exchange. After replacing the system controller, the fault had not yet returned. It was recommended to replace the modular cable involved in the driveline power fault. The event log files on the new system controller ((B)(6)) captured controller clock corrupt events. These events were indicative of a complete loss of power, including a fully depleted emergency backup battery. The reason for the complete power loss was not confirmed. Motor function was not affected by this event. The last recorded date recorded prior to the controller clock synch was 11jan2000 18:40:23 which indicates that the system controller was connected to a power source on 26nov2023 as reported. A system controller clock synch was performed on 7dec2023 at 12:50:01 for the new system controller. It was also noted that an emergency backup battery (ebb) fault alarm occurred on the new system controller ((B)(6)) on 10dec2023. The system controller ((B)(6)) was exchanged to (B)(6) due to the ebb fault alarm. No troubleshooting was performed before the exchange. The ebb fault alarms resolved after the exchange. The modular cable and the system controller ( (B)(6) ) were exchanged on (B)(6) 2023 and the patient remained asymptomatic. The mechanical circulatory support (mcs) equipment was operating as intended. Related manufacturer reference number: (B)(4) (system controller (B)(6)) related manufacturer reference number:(B)(4) (modular cable lot number 7613457).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange on 12dec2023 was unable to be confirmed. The heartmate 3 system controller (serial number:(B)(6) was not returned for analysis; however, a log file (20231212_113241) was submitted for review that showed events spanning approximately 6 days (B)(6) 2000, (B)(6) 2023 per timestamp). The driveline was connected to the system controller on (B)(6) 2023 at 20:20:31. There were no notable alarms active in the log file. A root cause for the reported event was unable to be conclusively determined. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 08nov2023. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.